Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. The delivery catheter handle was disassembled to facilitate the removal of the jacket guard, which had gotten stuck in the ipsilateral limb. Endoleak (type I) was seen at the contralateral attachment system and was resolved with coils.